Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir had air bubbles. The size of the air bubbles were 4 to 5 inches in total but it was parted in the tube. The customer experienced a low blood glucose level of 52 mg/dl. The device was not returned.